Event description:
It was reported that tip detachment occurred. The patient presented with severe coronary artery disease. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilation. However, the device became stuck while crossing the lesion and when an attempt was made to remove the device, the balloon tip broke. The remainder of the catheter was successfully removed. The procedure was suspended, and the patient was transferred to a higher level of care at a larger hospital.